Event description:
It was reported the epg (external pulse generator) would not turn on, and the connectors and case were broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was confirmed that the atrial connector was broken. It was also noted that the keyboard was scratched. (B)(4).